Event description:
It was reported that the device needed service. During the devices evaluation, ventec observed that it was displaying a patient circuit disconnect alarm and that there was no ventilation output. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a patient circuit disconnect alarm and no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the blower.